Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Obesity. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Has fired it 10+ times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes, low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible crack of the washer as well as lighted green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full rotations. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, two complete donuts were visually confirmed were there any issues noted with staple formation? No. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What is the current patient status? Discharged, bleeding resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a patient experienced a post-operative bleed from the gj anastomosis. Said the patient was vomiting up blood. They gave the patient blood although the doctor said he probably didn¿t need to. It eventually resolved on its own. Procedure: laparoscopic gastric bypass